Manufacturer narrative:
The exact cause of the patch rupture is unknown. The explanted product was not returned to cormatrix for investigation. No additional information was provided by the surgeon.

Event description:
On (B)(6) 2015, cormatrix cardiovascular became aware of an event involving the use of cormatrix ecm for cardiac tissue repair. Details of the event are provided below. It was reported that ecm for cardiac tissue repair was used to close an atrial septal defect (asd) in (B)(6) year old patient. The asd was congenital and almost at the valve level. Approximately 1 year later on (B)(6) 2015, the patient required secondary surgery due to a suspected patch rupture. The clinicians reported that there was no patch left, but the middle of the asd hole was crossed by a "bridge" of tissue that was similar in appearance to native tissue. The prolene sutures were still in place from the initial procedure. The asd was closed again but with a different patch material. It was reported that the patient is doing fine following the procedure.